Event description:
It was reported that the customer's insulin pump had a blank display. The customer stated he tried to change the battery twice with no result. The customer's blood glucose level was 210 mg/dl. Standard troubleshooting was performed. The customer inserted a new battery and the display came back. The customer was sent a new battery cap. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).